Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 01/07/2018 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available.